Event description:
Metal shavings were seen in the patient joint following product use. The device is part of an arthroscopic resection system.

Manufacturer narrative:
No product was returned for evaluation. (B)(4).